Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction / hypersensitivity reaction/ allergic or hypersensitivity reaction") in a 35-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patinet did not underwent essure confirmation test". The patient's past medical history included vulvovaginal candidiasis. Denies teeling clx, vaginal bleeding or vaginal discharge. Concurrent conditions included rash, pelvic discomfort, bladder pain, not sexually active, renal pain, pain in hip, dysmenorrhea, anemia, asthma, obesity, menometrorrhagia, bacterial vaginosis, vaginal discharge, abdominal cramps, urinary tract infection and dysmenorrhea. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, 1 year 1 month after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain (mild to severe)"), abdominal pain ("chronic abdominal pain (mild to severe)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown, the menstrual disorder had not resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulty coils seen both sides 5 each side pt instructed to continue for 3months. Diagnostic results: on (B)(6) 2008 patient had urinalysis dipstick on (B)(6) 2012, pathology, diagnosis: uterus, resection: cervix: no diagnostic pathologic findings. Endometrium: late proliferative phase. No hyperplasia or atypical features. Uterine corpus: no diagnostic pathologic findings. Gross description: both fallopian stump¿s have wire coiled on inside. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metals, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction / hypersensitivity reaction") in a female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patinet did not underwent essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and pelvic pain ("pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals and pelvic pain outcome was unknown and the menstrual disorder had not resolved. The reporter considered allergy to metals, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal bleeding,menorrhagia), nickel allergy, pelvic pain, device monitoring error are added. Lot number added. Patient , product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction / hypersensitivity reaction/ allergic or hypersensitivity reaction") in a 35-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patinet did not underwent essure confirmation test". The patient's past medical history included vulvovaginal candidiasis. Denies telling clx, vaginal bleeding or vaginal discharge. Concurrent conditions included rash, pelvic discomfort, bladder pain, not sexually active, renal pain, pain in hip, dysmenorrhea, anemia, asthma, obesity, menometrorrhagia, bacterial vaginosis, vaginal discharge, abdominal cramps, urinary tract infection and dysmenorrhea. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, 1 year 1 month after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain (mild to severe)"), abdominal pain ("chronic abdominal pain (mild to severe)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown, the menstrual disorder had not resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulty coils seen both sides 5 each side pt instructed to continue for 3 months. Diagnostic results: on (B)(6) 2008 patient had urinalysis dipstick on (B)(6) 2012, pathology, diagnosis: uterus, resection: cervix: no diagnostic pathologic findings. Endometrium: late proliferative phase. No hyperplasia or atypical features. Uterine corpus: no diagnostic pathologic findings. Gross description: both fallopian stump¿s have wire coiled on inside. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metals, pelvic pain. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received: the events chronic abdominal pain, dysmenorrhea (cramping) and the symptom rashes were added. Pelvic pain outcome was provided. Events start date added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction / hypersensitivity reaction/ allergic or hypersensitivity reaction") in a 35-year-old female patient who had essure (batch no: 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included vulvovaginal candidiasis. Denies teeling clx, vaginal bleeding or vaginal discharge on (B)(6) 2008 patient had urinalysis dipstick. On (B)(6) 2012, pathology. Diagnosis: uterus, resection: cervix: no diagnostic pathologic findings. Endometrium: late proliferative phase. No hyperplasia or atypical features. Uterine corpus: no diagnostic pathologic findings. Gross description: both fallopian stump¿s have wire coiled on inside. Concurrent conditions included rash, pelvic discomfort, bladder pain, not sexually active, renal pain, pain in hip, dysmenorrhea, anemia, asthma, obesity, menometrorrhagia, bacterial vaginosis, vaginal discharge, abdominal cramps, urinary tract infection and dysmenorrhea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("chronic pelvic pain (mild to severe)"), abdominal pain ("chronic abdominal pain (mild to severe)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (one side). Essure was removed on (B)(6) 2012. At the time of the report, the hypersensitivity, allergy to metals, dysmenorrhoea, depression and anxiety outcome was unknown, the menstrual disorder had not resolved and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulty coils seen both sides 5 each side pt instructed to continue for 3months. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metals, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received- outcome of vaginal haemorrhage, menorrhagia updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction / hypersensitivity reaction/ allergic or hypersensitivity reaction") in a 35-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patinet did not underwent essure confirmation test". The patient's past medical history included vulvovaginal candidiasis. Denies teeling clx, vaginal bleeding or vaginal discharge. Concurrent conditions included rash, pelvic discomfort, bladder pain, not sexually active, renal pain, pain in hip, dysmenorrhea, anemia, asthma, obesity, menometrorrhagia, bacterial vaginosis, vaginal discharge, abdominal cramps, urinary tract infection and dysmenorrhea. Concomitant products included paracetamol (acetaminophen). On (B)(6). 2007, the patient had essure inserted. In (B)(6).2007, 1 year 5 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In (B)(6).2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In january 2008, the patient experienced pelvic pain ("chronic pelvic pain (mild to severe)"), abdominal pain ("chronic abdominal pain (mild to severe)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6).2012. At the time of the report, the hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, depression and anxiety outcome was unknown, the menstrual disorder had not resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulty coils seen both sides 5 each side pt instructed to continue for 3months. Diagnostic results: on 05jun2008 patient had urinalysis dipstick on (B)(6). 2012, pathology, diagnosis: uterus, resection: cervix: no diagnostic pathologic findings. Endometrium: late proliferative phase. No hyperplasia or atypical features. Uterine corpus: no diagnostic pathologic findings. Gross description: both fallopian stump¿s have wire coiled on inside. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metals, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: plaintiff fact sheet received- new event depression, mental anguish, concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction / hypersensitivity reaction/ allergic or hypersensitivity reaction') in a 35-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patinet did not undergo essure confirmation test". The patient's medical history included vulvovaginal candidiasis. Denies teeling clx, vaginal bleeding or vaginal discharge on (B)(6) 2008 patient had urinalysis dipstick on (B)(6) 2012, pathology, diagnosis: uterus, resection: cervix: no diagnostic pathologic findings. Endometrium: late proliferative phase. No hyperplasia or atypical features. Uterine corpus: no diagnostic pathologic findings. Gross description: both fallopian stump¿s have wire coiled on inside. Concurrent conditions included rash, pelvic discomfort, bladder pain, not sexually active, renal pain, pain in hip, dysmenorrhea, anemia, asthma, obesity, menometrorrhagia, bacterial vaginosis, vaginal discharge, abdominal cramps, urinary tract infection and dysmenorrhea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("chronic pelvic pain (mild to severe)"), abdominal pain ("chronic abdominal pain (mild to severe)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, menstrual disorder ("persistent menstruation issues"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (one side)). Essure was removed on (B)(6) 2012. At the time of the report, the hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals, pelvic pain, abdominal pain and dysmenorrhoea had resolved, the menstrual disorder had not resolved and the depression, anxiety, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulty coils seen both sides 5 each side pt instructed to continue for 3months. She had been treated for pain, menorrhagia, allergy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metals, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction / hypersensitivity reaction/ allergic or hypersensitivity reaction') in a 35-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included vulvovaginal candidiasis. Denies teeling clx, vaginal bleeding or vaginal discharge * on (B)(6)2008 patient had urinalysis dipstick on (B)(6)2012, pathology, diagnosis: uterus, resection: cervix: no diagnostic pathologic findings. Endometrium: late proliferative phase. No hyperplasia or atypical features. Uterine corpus: no diagnostic pathologic findings. Gross description: both fallopian stump¿s have wire coiled on inside. Concurrent conditions included rash, pelvic discomfort, bladder pain, not sexually active, renal pain, pain in hip, dysmenorrhea, anemia, asthma, obesity, menometrorrhagia, bacterial vaginosis, vaginal discharge, abdominal cramps, urinary tract infection and dysmenorrhea. Concomitant products included paracetamol (acetaminophen). On (B)(6)2007, the patient had essure inserted. On (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("chronic pelvic pain (mild to severe)"), abdominal pain ("chronic abdominal pain (mild to severe)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, menstrual disorder ("persistent menstruation issues"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (one side)). Essure was removed on (B)(6)2012. At the time of the report, the hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals, pelvic pain, abdominal pain and dysmenorrhoea had resolved, the menstrual disorder had not resolved and the depression, anxiety, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure placed without difficulty coils seen both sides 5 each side pt instructed to continue for 3months. She had been treated for pain, menorrhagia, allergy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metals, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Event psych injury, post removal complications added. Event outcome for pain, bleeding, allergy, dysmenorrhea changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (she underwent a hysterectomy due to complications from the essure device). At the time of the report, the hypersensitivity outcome was unknown and the menstrual disorder had not resolved. The reporter considered hypersensitivity and menstrual disorder to be related to essure. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.